Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during an arthroscopy of the right elbow a detachment of the electrode tip occurred. The recovery of the fragment was very difficult. Further, there were no adverse consequences.

Event description:
It was reported that during an arthroscopy of the right elbow a detachment of the electrode tip occurred. The recovery of the fragment was very difficult. Further, there were no adverse consequences.

Manufacturer narrative:
Please disregard this manufacturer report: 0002936485-2013-00329. This reported event is a duplicate and has already been reported in manufacturer report: 0002936485-2013-00125.